Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Placement signal issue: the cause of the issue was not established as no product or logs were returned for analysis. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. Aorta/left ventricle placement signal was lost with an associated placement signal not reliable alarm. No loss of pump function or adverse effect on the patient's hemodynamics. Placement signal not reliable alarm was seen on the automated impella controller screen. Pump positioning was confirmed via echocardiogram. The procedure was completed successfully with this device.

Manufacturer narrative:
Additional information: d6b added.